Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the during the patients trial procedure the physician was having difficulty placing the lead. It was noted that the lead rolled anterior and there was surgical pain. The lead was pulled and was discarded.